Manufacturer narrative:
It was reported that the patient's leg was angled in an outward position from the knee down after primary surgery. In a follow-up visit with their surgeon, the surgeon noted that the jig was not set correctly resulting in the bone being cut at an incorrect angle. He documented that the tibia cut was a valgus cut instead of a perpendicular one. Review of the device history record indicates that the device and all surgical jigs were designed and manufactured to specification.

Event description:
It was reported that the patient's leg was angled in an outward position from the knee down after primary surgery. In a follow-up visit with their surgeon, the surgeon noted that the jig was not set correctly resulting in the bone being cut at an incorrect angle. He documented that the tibia cut was a valgus cut instead of a perpendicular one.